Event description:
Hill-rom received a report from the account stating the nurse call was not working from the bed to the nurse's station. The bed was located at the account in (B)(6). There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom technician found pins were bent on nurse call board. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2007 and 2010-2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the nurse call board to resolve the issue. Based on this information, no further action is required.